Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Customer reported piece broke while torqueing the implant in. No further information available at this point.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0002023141-2022-00936. The product was returned, and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed since the product was fractured. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
During inspection it was confirmed that it was the mount that fractured.